Event description:
Customer reported that her child had undergone kidney surgery on (B)(6) 2012, at (B)(6) hospital. She was prepped with hibiclens prior to surgery. The customer said when her daughter came out of surgery, redness and blistering/burns were noticed on the top of her bottom and in her genital area (extending into the vagina). The surgeon stated that "it [redness and blistering/burns] had to have been the solution [hibiclens]" and then stated "she must be allergic to it." The hospital has tagged her daughter's records that she allergic to hibiclens. The customer described the blistering as "water blisters." The customer stated that the attending surgeon (dr. (B)(6)) informed her that the "burns would just need to heal". She was referred to a burn specialist that stated the burns were 3rd degree. The burn specialist also stated that the burns "looked electrical to me," the customer stated that robotic arms were used during her daughter's surgery. The customer stated that her daughter is still under the burns specialist's care and they have had multiple visits. The customer met with the attending surgeon and hospital administration twice and during one meeting, they stated they were unsure what caused the incident and then at the second meeting stated that "it [redness and blistering/burns] had to have been the solution [hibiclens]." The customer is uncomfortable that the cause cannot be exactly determined and wants to have her daughter see an allergy physician to be tested. The customer also told the hospital administration that she wanted to contact the manufacturer of hibiclens directly to ask if other reactions such as her daughter's had been previously reported. Hospital administration stated "there is no need for you to do that as we have already contacted them." At this time, the hospital has not contacted us.